Event description:
Following a fall about 3 months ago, the pt felt stimulation sensation in the wrong location. The pt felt stimulation in his back and not in his legs. Additional information has been requested. A follow-up report will be submitted if additional info becomes available.